Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus conducted troubleshooting at the site and confirmed that the water was flooding the body of the endoscope gif-h185. Therefore, omsc surmised that the communication problem with the endoscope occurred due to the water-flooded device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the endoscope was flooded due to the effects of wear, damage, and degradation. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found there was moisture in the supply plug of the endoscopes. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that error b30 (scope communication errors) and e316 (scope errors; equipment is connected incorrectly.) Were displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.